Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported they are having an issue with some of the safety needle. They stated that it is not every one but it is happening on a regular basis. The customer stated there has been no impact or injuries at this time. Additional information provided on (B)(6) 2024 stated that the issue is that when placing the safety mechanism over the top of the needle, the needle is not completely covered. The sharp end of the needle is still out past the cover.

Manufacturer narrative:
Investigation summary: based on the information available to us, we were able to confirm the event, and determined that: although no physical samples were returned for evaluation, the complaint was confirmed after analyzing the photos provided. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A true root cause could not be determined based on the available information. All information received will be used for further tracking and trending purposes.